Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper broke during first use. The separated piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
The returned files have been analyzed and the s2 is actually broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file s2 is available for evaluation. The four other files are not damaged. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.